Event description:
Note: this is one of two events that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2010-00015. It was reported to boston scientific corporation that an ultraflex esophageal stent and a polyflex esophageal stent were used during an esophageal stent placement procedure performed on (B)(6) 2004 ((B)(6) male; weight unknown). According to the complainant, the patient underwent bariatric surgery on (B)(6), 2004. An ultraflex stent was placed on (B)(6), 2004 to seal a post-bariatric surgery leak and to aid in the healing of the leak. On (B)(6), 2005 a polyflex stent was placed inside the ultraflex with the intention of removing both stents a few weeks later. The polyflex stent was placed to reduce hyperplasia at ends of the ultraflex and thus make removal easier. No esophageal stricture was noted at this time. On (B)(6), 2005, three months post polyflex implantation both stents migrated. It is stated that the stent had been left in place too long. Per current practice at this center, the ultraflex/polyflex pairs are removed sooner than three months after polyflex insertion inside ultraflex, but in 2005, they did not know the optimal indwell times yet. On (B)(6), 2005 both the ultraflex and polyflex were extracted endoscopically without sequelae. The fistula was found to be healed. Fistula healing was re-confirmed on (B)(6), 2005. Note: boston scientific became aware of the complaint following a retrospective survey of data by the user facility. Since the initial MDR was filed the following additional information has been received. The device was not used past the expiration date. The patient was reported to be obese. The patient's condition post-procedure was reported as excellent. Since the initial MDR was filed the investigation has been completed.

Manufacturer narrative:
Additional information received. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states that the device was used for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. Stent migration is also listed as a post-placement complication. As the device was not used in accordance with the dfu, this investigation will be assigned the most probable root cause of user/use error.

Event description:
Note: this is one of two events that occurred during the same procedure. Reference MFR report #s 3005099803-2010-00015. It was reported to boston scientific corp that an ultraflex esophageal stent and a polyflex esophageal stent were used during an esophageal stent placement procedure performed in 2004. According to the complainant, the pt underwent bariatric surgery three months prior. An ultraflex stent was placed to seal a post-bariatric surgery leak and to aid in the healing of the leak. In 2005, a polyflex stent was placed inside the ultraflex with the intention of removing both stents a few weeks later. The polyflex stent was placed to reduce hyperplasia at ends of the ultraflex and thus, make removal easier. No esophageal stricture was noted at this time. The following month, three months post polyflex implantation both stents migrated. It is stated that the stent had been left in place too long. Per current practice at this ctr, the ultraflex/polyflex pairs are removed sooner than three months after polyflex insertion inside ultraflex, but in 2005, they did not know the optimal indwell times yet. On event date, both the ultraflex and polyflex were extracted endoscopically without sequelae. The fistula was found to be healed. Fistula healing was re-confirmed three months later. Note: boston scientific became aware of the complaint following a retrospective survey of data by the user facility.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.